Event description:
A surgeon reports, while unfolding the intraocular lens, it immediately adhered to the eye tissue. The capsule tore as he tried to unfold and remove the lens. A vitrectomy was required.